Manufacturer narrative:
Updated information: d9: device returned. Investigation results: one (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined visually just beyond the strain relief of the plug, there appears to be a significant kink in the cord. When gently pulling the cord, the wires within the outer casing have separate. Most commonly, the root cause of this issue is related to user handling, the product being used beyond life expectancy, or a combination of user handling and the product being used beyond life expectancy. Without a lot number the age of the cord was unable to be determined and therefore it cannot conclusively say the device had been used beyond its expected life. However, the damage to the cord near the plug's strain relief supports the theory that the cord was mishandled- most likely from being removed from the generator incorrectly. Based on the investigation findings, the smoking and glowing chord most likely resulted from mishandling. As a result, the reported failure could not be confirmed to be a manufacturing related issue.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a monopolar cable w/lg pin, 10 feet (part # us354) was used during a procedure on (B)(6) 2023. According to the complainant the item glowed and smoked but there was no visual sign of damage. A delay in surgery was reported but not specified how long. No patient complications were reported as a result of this event. The adverse event is filed under aic reference (B)(4)..